Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 2023, that on (B)(6)2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. It was reported that the patient experienced a skin reaction with infection, redness, pus, pain, bruising, and inflammation extended beyond the patch perimeter, which occurred 4 days after the sensor had been inserted in the arm. 3 photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed, with visible bruising covering the entire upper arm with blue greenish coloring of the entire skin. A slide erythema could be observed extended beyond the patch perimeter. There was no documentation of examinations or laboratory test performed. On (B)(6)2023, the patient consulted the family doctor and prescribed oral antibiotics and livanol lotion, in addition the reaction was also treated with betaisodona ointment. At the time of the report the patient was still feeling slight pain around the insertion site. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.